Manufacturer narrative:
Image review: the executive summary shows a large anatomy through the mpa with a 7mm landing zone that could provide enough oversizing in the inflow <(>&<)> outflow of the harmony valve, however with the short video provided (11 sec) it is not possible to evaluate the procedure and the area where the valve was release, despite during the second 2 looks a movement of the valve during the final release. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pulmonary artery diameter was 43 x 32 mm with a length of 36 mm. The physician was not sure there was enough length for the valve and the diameter was large.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012311718); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, upon final release of the valve from the delivery catheter system (dcs), the valve did not hold in the right pulmonary artery and dove into the right ventricle. The patient was converted to surgery to explant the valve. No additional adverse patient effects were reported.